Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed lower link switch, was replaced.

Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device alarmed system error 322. There was no patient involvement.